Manufacturer narrative:
The replaced segment of the percutaneous lead (driveline) was returned for evaluation. The report of power cable disconnect alarms and a pump stoppage were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined through this evaluation. The log file, which contained approximately 22 days of data, captured multiple power cable disconnect alarms. Several of the alarms appeared atypical and the recorded voltage levels indicated they occurred on batteries and may suggest a possible connection issue between the batteries and battery clips or the system controller power cables and battery clips. It should be noted that the atypical alarms were associated with both the white and black power cables. A pump stoppage occurred on (B)(6) 2017 and resulted in alarms for driveline disconnect, low speed hazard and low flow hazard. This event occurred while connected to the batteries. No other low speed event was captured and the pump operated above the low speed limit for the remainder of the log file. Submitted x-rays were unremarkable. The replaced portion of the driveline was returned for evaluation measuring approximately 21 inches in length. A clamshell repair was present along with approximately 5 inches of rescue tape on the distal end of the driveline, adjacent to the clamshell repair. The rescue tape was removed revealing a small tear in the silicone jacket. No other damage to the silicone jacket was identified. Prior to the removal of the bionate layer, the driveline was tested for electrical continuity and revealed no discontinuities or shorts. Visual inspection of the bionate layer was unremarkable. Visual inspection of the metal braided shield found it was slightly frayed throughout with significant deterioration observed at approximately 2.75 inches from the system controller connector. Visual inspection of the wires found no breaches or signs of insulation damage. The driveline was submerged in a saline bath for high potential testing to check for currently leakage through each wire¿s insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation of the driveline did not reveal a device related issue that would have contributed to the reported event. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 2 months. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a pump stoppage event occurred on (B)(6) 2017. The patient reported that the device was on battery power when this occurred and that the batteries were charged. Device interrogation showed numerous low voltage and power cable disconnect alarms, and on inspection the battery clips appeared to have not been cleaned for a while. The manufacturers technical services reported that the log file confirmed a pump stoppage event. The x-rays submitted were unremarkable. The patient was asymptomatic. The patient was admitted to the hospital and a distal percutaneous lead replacement was performed on (B)(6) 2017. It was reported that pump stoppages occurred again the next day. A pump exchange was not considered at this time since the patient had history of noncompliance. No additional information was provided.